Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable magnesium (mg) results for 5 patient samples on a cobas 6000 c (501) module. Of the data provided, there were discrepant mg results for 4 patient samples. For patient 1 the initial mg result was 3.01 mmol/l. The repeat results with automatic dilutions were 0.85 mmol/l and 0.89 mmol/l. For patient 2 on (B)(6) 2018, the initial mg result was 0.25 mmol/l. The sample was repeated two times and the results were 0.51 mmol/l and 0.25mmol/l. The sample was repeated a third time and the result was 2.99 mmol/l. The sample was repeated a fourth time and the result was 0.31 mmol/l. For patient 3 on (B)(6) 2018, the initial mg result was 1.07 mmol/l. The sample was repeated and the result was 3.27 mmol/l. The sample was repeated a third time and the result was 1.02 mmol/l. For patient 4 on (B)(6) 2018, the initial mg result was 3.18 mmol/l. The repeat result with an automatic dilution was 1.23 mmol/l. The sample was repeated a third time and the result was 1.52 mmol/l. The sample was repeated two more times and the results were 0.91 mmol/l. The automatic dilution ratios were not provided. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The mg reagent lot number and expiration date were asked for but not provided. The field service engineer (fse) checked the probes, probe washes, washing alignment, gear pump pressure, and wash levels. All were acceptable. The fse found crystallization around the top of the mixing assembly and a tube was not properly connected. The fse resolved the tube connection, checked for leaks, and cleaned the crystallization. The fse primed the cell detergents, checked the nozzles for blockage, and cleaned the nozzles. The fse found that the customer's water quality was not acceptable. The fse ran precision on mg, calibration, and qc. All were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.